Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip ntw was attempted to be placed on the anterior-2/posterior-2 (a2/p2). There was challenges grasping the posterior leaflet, troubleshooting was preformed unsuccessfully. The clip became entangled with the chordae tendineae on the posterior leaflet side and it caused the posterior leaflet to curl. Troubleshooting was preformed and the mitraclip ntw was successfully removed from the patient. A mitraclip nt was advanced and successfully implanted medial to the initial grasping location. The final mr was reduced to grade 1. There were no adverse patient sequela or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the reported inability to grasp the leaflets could not be determined. The reported entanglement with the chordae tendineae appears to be related to procedural factors. The reported tissue injury appears to be cascading effect of the positioning attempts. Tissue injury is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.